Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens. Surgery is pending to explant lens due to refractive surprise. The lens remains implanted. Further info has been requested but none has been forthcoming. A supplemental will be submitted when further info is available.

Manufacturer narrative:
(B)(4)